Event description:
The iab was inserted into the pt on 3/9/98 at 1:30 pm and removed on 3/10/98 at 3:40 pm. The pt was transferred from another facility. The nurse caring for the pt stated the pt sat up and a kink was noted in the iab. The central lumen line was kinked as well and clotted. Also, there was poor inflation and augmentation. (On 3/30/98, datascope rec'd the voluntary medwatch form from the FDA; MDR access number: 1013206). [Event complications]: none from the event-reported 3/11/98. [Pt's current status]: unk-3/11/98.

Manufacturer narrative:
Eval: the iab was rec'd intact for eval with the balloon completely unfolded. As a test, the iab was placed in a test chamber having a 75 mmhg back pressure to simulate the pressure within the aorta. The balloon fully inflated and functioned normally when attached to the sys 97 iabp in the lab. No alarms were triggered on the pump. After 2 mins of pumping, an inflation/deflation chart was recorded. The chart confirmed that the balloon fully inflated and deflated satisfactorily at 100 and 140 bpm during iabp testing. Thus, lab examination revealed no defects in the returned iab. (This follow-up MDR was mailed to the FDA on 5/01/98).